Manufacturer narrative:
Block b3: exact date unknown, event occurred six months prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: model number/catalog number: sc-2408-56. Serial number: (B)(6). Batch/lot number: 20735170. Model/catalog description: avista MRI perc lead kit 56 cm. Unique identifier (UDI)#: (B)(4).

Event description:
It was reported that the spinal cord stimulator (scs) leads of the patient had two contacts that had impedances. The patient underwent a scs lead explant procedure, was doing well postoperatively and the explanted devices were disposed of by the facility.